Event description:
The sales rep reported that the tubing became disconnected near the stopcock closest to the patient. The nurse in the room stated that it was spontaneous and there was no torque, tugging, stretching, or pulling. She noticed very quickly that the drainage tubing was on the floor. She secured the tubing and attached it to the bactiseal. The doctor replaced the evd system but not the bactiseal. The complaint sample was discarded.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.